Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100308432. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100301190. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, the pressure regulating balloon (prb) contained no fluid, and an apparent leak was observed at the junction between the balloon material and the hard plastic component. As a result, the device was explanted. No patient complications were reported.